Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (596 mg/dl). Bg levels were treated with correction bolus via the pump and levels improved to 250 mg/dl. During system check with tandem technical support, small bubbles were observed; however, the pump performed as intended. Recommendation was made to remove and replace infusion site. Contact declined and stated that bg issues are likely related to pump settings and health care provider will be consulted to adjust settings.